Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an ipg replacement procedure and was doing well post-operatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an ipg replacement procedure and was doing well post-operatively.

Manufacturer narrative:
Sc-1160 (sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.